Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, the craniotome device while being used with the cutter device was heating up and creating black lines on the cutting burr. It was not reported if there were any delays in the surgical procedure. It was reported that the procedure was completed using the same devices. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: this field was incorrectly marked as yes in the initial report. This field has been corrected to no.